Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 3.00mm x 28mm promus premier stent was post dilated with a 3.5mm post dilation balloon prior to attempting to remove the embolic protection device.

Event description:
It was reported via voluntary medwatch (B)(4) that a stent was explanted. The target lesion was located in the mid to distal left anterior descending artery. A non bsc embolic protection device was advanced. A 3.00mm x 28mm promus premier¿ stent was advanced and implanted in the target lesion. When attempting to remove the non-bsc embolic protection device, the device was unable to pass the previously implanted stent. In an effort to retrieve the embolic protection device, the basket was pulled though the stent. The stent became dislodged and was explanted along with the embolic protection device and small amount of intimal tissue. There was no vessel dissection noted. The procedure was completed with the implant of a 3.0x28mm promus premier¿ stent with good results. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).